Event description:
It was reported that the device was used during a diverting colostomy. Four days post op, the patient presented back to the hospital with leakage. The leakage was at the corner of the rectal stump. It could not be determined if it was the proximal or distal end of the staple line. Unknown patient outcome at this time. The devices were discarded. Additional information has been requested.

Event description:
Multiple attempts were made for additional information and no more information was received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Evaluation summary: the complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.